Event description:
Same case as MDR ID # 2134265-2013-06089 and 2134265-2013-06091. It was reported that during percutaneous coronary intervention (pci) procedure, the ilab motor drive unit (mdu5) automatic pullback failed. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible external damage or defects observed. Functional testing revealed that the device did not meet specification. Moving the lemo cable slowly caused the unit to lose the image, revealing a failure of the lemo cable. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID # 2134265-2013-06089 and 2134265-2013-06091. It was reported that during percutaneous coronary intervention (pci) procedure, the ilab motor drive unit (mdu5) automatic pullback failed. The procedure was completed with another of the same device. No complications were reported and patient's status is stable.